Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported a shaft break occurred. The fibrotic target lesion was located in the proximal left anterior descending artery. The 2.50 x 32mm promus elite drug-eluting stent was implanted. However, a fractured shaft occurred. The procedure was completed with another of same device. No patient complications were reported.